Event description:
It was reported that the patient was in the clinic for an appointment, and it was found they had higher flows and powers than seen in the past. The patient showed signs of hemolysis. The patient was admitted for evaluation.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section b1: corrected. Section d1: corrected. Section d4, model number, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate ii left ventricular assist system (lvas), (B)(6), and the reported hemolysis could not be conclusively established through this evaluation. Additionally, review of the submitted log file did not confirm the report of elevated power and flow values. A specific cause for these events could not conclusively be determined through this evaluation. The submitted log file contained events from 31mar2024 through 03apr2024, per the timestamps. No notable events, alarms, or fluctuations in pump parameters were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the hemolysis; however, no further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), is currently available. Section 1, ¿introduction¿, lists potential adverse events, including hemolysis, that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 also addresses pump parameters including power and flow. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that device flow and power generally retain a linear relationship at a given speed; however, while power is directly measured by the system controller, the reported flow is estimated based on power. Additionally, any increase in power not related to increased flow causes erroneously high flow readings. Section 6 of the IFU, "patient care and management" (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, under "anticoagulation", also contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.